Event description:
Customer reports, during use on a pt a problem with no suction occurred. The pt developed crepitus due to air being forced into the tissues. "His chest, neck and face bellooned" according to the reporting party. The swelling went into one of his eyes. Nursing noticed his condition immediately and the thora seal was changed. Upon changing the thora seal the pt immediately started to improve. The pt is now recovered and doing fine.